Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) experienced chest pounding for over an hour and the recent event was lasted six minutes. Boston scientific technical services (ts) stated that this patient had an early history of what was described as horse kicking which sounded like diaphragmatic which has been resolved. As of this time, this cardiac resynchronization therapy pacemaker (crt-p) remains in service. No adverse patient effects were reported.